Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose event. Blood glucose was 539 mg/dl at the time of incident and 521 mg/dl at the time of call . The customer's mother stated that customer does not have symptoms related to the high blood glucose. Customer treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Declined to check for possible leaks or air bubbles. Declined to have the infusion set removed from the body. Unable to perform high pressure test due to no tubing clamp available. Customer's mother was advised to have customer change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer's mother also mentioned that the tubing looks dirty grayish black. Advised customer's mother that replacement infusion set, and tubing clamp will be sent. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided in was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.